Event description:
It has been reported to philips that the system would not boot past 0:00. After multiple reboots, the system booted up, but would not x-ray. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ippc (image processing computer). The fse replaced the ippc, transferred three hard drives and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the device would not boot past 00:00. After multiple reboots, the system did boot up, however, it would not x-ray. Onsite and log file analysis confirmed that a malfunctioning image processing computer (ippc) was the cause of the issue. The image processing computer (ippc) was replaced and the system was returned to use in good working order. The codes were updated based on the investigation outcome.